Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
As received, reported event for pocket heating was not confirmed. The ipg, after being depleted, was able to fully charge. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event. The cause of the reported event is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain and heating at the pocket site when charging their ipg. In turn, surgical intervention may take place to address the issue.